Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The 4.0 x 40 mm armada 35 balloon catheter was advanced without issue and attempted to be inflated to an unknown pressure, but the balloon did not inflate. The balloon catheter was removed. The device was tested outside the anatomy and it was found to be leaking proximal to the balloon, on the shaft. A new armada 35 was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue and leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.